Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed to deliver intravenous immunoglobulin (ivig) 10%, at a rate of 180ml/hr, with a vtbi (volume to be infused) of 90ml, for a duration of 30 minutes, and the delivery was started. It was reported that after an unspecified length of time described as well before 30 minutes, the delivery was complete. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.